Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial/batch: (B)(6). Product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial/batch: (B)(6). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial/batch: (B)(6). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial/batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a right parietal incision infection wherein there was a delay in wound healing and drainage presenting at the site. The patient underwent a revision procedure where the full dbs system was explanted. Culture taken was positive for klebsiella pneumoniae. The patient was administered antibiotics. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.